Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. A field service engineer removed pockets and then drawers were swapped. Upon bringing the station back online and attempting configuration, a mismatch error occurred. After inspecting the back of the drawer, it was discovered that a cable connected to one of the sub-drawers on the controller board was partially disconnected. Fse reseated the cable, and the drawer was powered back on. The configuration was successful. All pockets were reinserted, and the pharmacy tested the drawer, confirming it functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawers were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.